Event description:
**Update**(B)(4) 2013 - legal claim received alleging that the patient suffers from pain and structural damage to the tissue around the left hip. There is no additional information that would affect the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Comment: there is a dor discrepancy between litigation and the ppd. Due to accuracy, the dor from the litigation will be reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
The pt was revised because of infection.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.